Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump failed to charge despite being placed on the charging pad for several hours, with the charger showing a solid green light and the pump indicating charging yet remaining at a low battery level; the user confirmed the issue with images and verified that the charging pad successfully charged a phone, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.